Manufacturer narrative:
Investigation summary: the customer indicated that the maxm instrument serves as a back up instrument and it is only used when a primary instrument in their lab is shutdown, or when they need to run animal specimens (dogs/cats). Per bci product labeling, running samples for animals on maxm instrument is not recommended. The customer indicated that qc is not run on the maxm instrument unless the instrument is needed to run pt or pet samples. The customer indicated that high mchc results were generated on the first sample after the instrument was idle for about 30 minutes. The problem was progressing and the instrument generated high results event after being idle for 5 minutes. Previously run patient samples were rerun. A field service engineer (fse) visited the customer's lab and serviced the instrument several times. The fse replaced a bsv actuator valve on the instrument which resolved the problem. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneous mean corpuscular hemoglobin concentration (mchc) and, hemoglobin (hgb) results that were generated by the maxm with autoloader analyzer. Per customer, the instrument was intermittently generating high mchc results such as: 40g/dl, 41g/dl and 42g/dl. The customer stated that the elevated mchc results were noticed immediately as the system flags any results higher than 36g/dl. The customer stated that "hgb was high by 1 to 2 grams." The actual mchc and hgb results were not provided. Based on available information, there was no affect to patient treatment.